Event description:
It was reported via phone call that the customer was hospital on (B)(6) 2022 due to diabetes ketoacidosis and blood glucose level was 13 mmol/l. The insulin pump had error in the motor that was detected by reading unexpected value from hall sensor. Customer was able to clear the alarm but unable to rewind. Customer was. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information related to event has been updated in summary and provided in section b5 with this report.

Event description:
On (B)(6)2022, customer's mother said customer had been hospitalized for the past 3 days for high blood glucose and diabetic ketoacidosis. Customer was trying to use the pump on the day of call but got pump error 43. Helpline later called customer to troubleshoot. Customer could clear the alarm but could not rewind the pump. Please see (B)(4) for the documentation of the hospitalization on (B)(6)2022. Incident date for the pump error 43 at the time of the call is (B)(6)2022. Current blood glucose at the time of the call on (B)(6) 2022 was 13mmol/l.